Manufacturer narrative:
(B)(4). Report source foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the rotating knee hinge pin disassociated. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR's were filed for this event. Please see associated: 0001822565 - 2019 - 003223 no device was returned for review. Medical records confirm the report. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information provided at the time of this reporting.